Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line of a homechoice cassette disconnected from a transfer set during peritoneal dialysis therapy. This event occurred during drain three of ten while the patient was connected. Per the caregiver, the patient line disconnected from the transfer set, due to a loose connection. The cause of the loose connection was not determined. The technical service representative (tsr) confirmed that patient did not intentionally disconnect themselves. The tsr assisted the care giver to cycled power on the homechoice and assisted to retrieve cassette. The tsr assisted to get therapy readings. Caregiver set up with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.